Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female pt who rec'd super poligrip ultra fresh denture adhesive cream for denture adhesion ((B)(4)). A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip ultra fresh denture adhesive cream (dental). At an unk time after starting super poligrip ultra fresh denture adhesive cream, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip ultra fresh denture adhesive cream was continued. At the time of reporting, the event was unresolved. Super poligrip ultra fresh denture adhesive cream is manufactured in (B)(4) and neither the product nor the lot number for this product is available. (B)(4).